Manufacturer narrative:
A complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer reference number: 2017865-2025-15476 . It was reported that at predischarge check lead noise was noted on right ventricular (rv) lead. The rv lead was removed from the header, cleaned, and reconnected however the noise was still present. The rv lead was then removed from the header and connected to the merlin psa and the lead noise was not being observed at this point. The replacement device was connected to the rv and the noise was still being observed. Both device and the lead were explanted and replaced due to oversensing noise. The patient is in stable condition.